Manufacturer narrative:
Product event summary: visual inspection before functional testing and dissection was performed on the shaft, handle, and side port tubing. No anomaly was identified during the external visual inspection. All the handle, shaft and side port tubing were intact with no apparent issue. The performance test with the sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.06178 psig. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.01659 psig. Both results were in an acceptable range. In conclusion, the reported "air ingress" issue was not observed/reproduced during returned product analysis. The sheath passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, air bubbles could not be aspirated. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.